Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012. Manufacturing site evaluation: analysis and results: there are no previous complaints of this code-batch. There are no units in our stock. We have received 30 closed samples and 4 open samples with some needles detached from the thread. Tightness test to the closed samples received has been performed and the units are tight. We have tested the needle attachment strength of the closed samples received and the results fulfill the requirements of b. Braun surgical (bbs). Review of the batch manufacturing record showed this product had a normal process and the results during the process fulfill bbs requirements. Final conclusion: although the results of the closed samples received fulfil the bbs specifications, we take note of this incidence in order to assess if new or additional actions are needed.

Event description:
It was reported that there was an issue with monoplus violet. During a procedure when an intestinal anastomosis was being performed, the needle detached too easily from the suture. Additional information was not provided.